Event description:
A hosp nurse/administrative director, reported that the insulation on the hot biopsy forceps slipped, thereby causing fairly new forceps to develop holes along the operating shaft of the device. An olympus engineer stated that there is a possibility that electrical current can leak from the holes and create a hazardous condition.